Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the forceps insertion issue is damage of the instrument channel. A cause was not established for the foreign material presence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of obstruction of operational channel. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the forceps cannot be inserted, foreign material was coming out of the distal end, as well as foreign objects on air/water nozzle, c-cover, suction cylinder, forceps channel port, and adhesive on bending section rubber. There was no patient involvement.